Event description:
It was reported that prior to a pulsed field ablation procedure, the sheath was bending in a direction that was not expected and would not bend toward the side port. The tip of the sheath was bent in an unexpected direction. The sheath was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012786738 was returned and analyzed. Visual inspection of the handle showed the tip of the sheath was intact with no anomalies. Functional testing was performed; no anomalies were discovered. The test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was tightly snap locked to sheath. In conclusion, the reported shaft kink was not confirmed during analysis. The sheath passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.